Event description:
While performing a cardiac catheterization, physician and scrub tech found a lint-like, blackish, grayish, greasy material that resembled mold in a pile of 4x4 sponges that came from a sterile femoral pack tray. Physician changed gloves, pt was given kefzol 1 gm ivpb for prophylaxis. Physician was initially planning to use sealing device on the arteriotomy site so pt doesn't have to lie flat for so long, due to pre-existing back problems. Instead, pt was transferred to the floor with femoral sheath in place, which warrants a longer bedrest.